Event description:
Consumer claims to have been pierced with the inverness ear piercing system by a retail vendor on 2/19/99. She sought medical treatment for removal of an embedded earring in the left ear. She was prescribed antibiotics.